Event description:
It was reported that during a total knee case, the battery oscillator malfunctioned. One of the notches in the saw head came out. The blade could not be removed or changed in the fully open position. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Additional code: moq. Device is an instrument and is not implanted/explanted. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
The device is use for treatment, not diagnosis. Additional narrative: usage of device is unknown. Not previously reported. A service history of the past six months has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. The investigation is on-going, an additional evaluation/power tool evaluation has been requested. (B)(4).

Manufacturer narrative:
Total knee joint procedure, for clarification. An additional evaluation(power tool evaluation) was completed. The part received condition was a blemished housing . The report concluded: the customer's complaint that the blade is stuck on the (100045) battery oscillator was confirmed. The unit was tested and it was confirmed that the oscillating head is damaged. The evaluation engineer notes, this is most likely from normal use over time.

Event description:
Total knee joint procedure.